Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue of malposition and migration may have been due to a potential placement error during implant procedure. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) balloon migrated to patient's scrotum and, additionally, the pump was not positioned properly. A surgical procedure was performed to remove and replace the aus. No patient complications were reported.